Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-feb-2022 to 01- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band of the station failed. The field service engineer replaced the retractor band on drawer 2.1 to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not detect on the communication bus, delaying the start of the procedure by 20 minutes. The customer added that they did not remember the exact required medication, but the medication was provided by pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the retractor band cable for drawer 2.1 required to be replaced. Retractor band replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not detect on the communication bus, delaying the start of the procedure by 20 minutes. The customer added that they did not remember the exact required medication, but the medication was provided by pharmacy. There were no adverse events or injuries reported based on this event.